Event description:
A caller reported a malfunction on a pump, identified as malfunction code 12, with fault ID 0x2071. There was no adverse impact to the customer's blood glucose level as the issue did not cause levels to exceed 500 mg/dl. The caller received instructions from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue arises again, which they acknowledged and understood. There was no report of resuming insulin therapy or restarting the sensor during the call.